Event description:
International affiliate reports that during the surgery, the surgeon noted that the incision that was made was too small for insertion of x-tab breaker instruments that were used to break the tabs of cannulated x-tab screws. A radiograph showed that about 10mm of the tabs were still attached to three x-tab screws that were implanted. New incisions were made and the tabs of the screws were broken by using needle nose pliers. Affiliate reports surgery was extended by forty minutes. See mfg medwatch report no. 1526439-2013-31154 for the second screw that was involved in this event. See MFR medwatch report no. 1526439-2013-31155 for the third screw that was involved in this event.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today¿s date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Six broken tabs were returned. The mis cannulated x-tab screws were implanted. Visual examination of the found breakage of three of the tabs occurred 2-4 mm above the weld. The remaining tabs broke at the designated break¿off point. The two returned concomitant device x-tab tab breaker instruments, 286760210, lot pc2363530, exhibited no damage. Functional testing of the instruments found they functioned as intended, breaking similar mis x-tab screws in the proper locations. Review of the device history record for the screw could not be performed as the lot code is unknown. Reviews of device history records found the x-tab breakers that were released to stock met specification requirements. A twelve month review of the complaint trend analysis for the x-tab tab breakers noted that there were no related complaints associated with the tab breakers not breaking off the tab completely. The root cause for the x-tab breakers not breaking off the entire tab cannot be positively identified. However, it is most likely due to the fact that the surgeon had trouble getting the tab breakers completely over the tabs of the screws due to small incisions and/or patient anatomy. No corrective action/preventive action is required at this point as the part is within specification and fully functional. There has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend of an increased sweep having an effect on function. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.